Manufacturer narrative:
No product was returned for evaluation. Data uploads from the ilet were not completed after 6/18/24, prior to the presumed event date; cgm glucose data were therefore not available to confirm the event, and ilet performance during the event could not be evaluated. No product performance issues can be identified. If the product is received at a later date, or the ilet data is uploaded, the complaint will be reopened and investigated accordingly. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Device performance is unable to be evaluated without the data for the reported event. Therefore, an exact cause of the event is unable to be determined at this time. However, based on the case notes, the user's reported infection may have contributed to the severity of the event.

Event description:
On 7/16/24 a ilet user reported they experienced a high blood glucose (bg) event resulting in hospitalization. The event occurred on 7/15/24. The user's spouse reported that on 7/15/24 the user was not feeling well, with a blood glucose level reaching 800 mg/dl. The user and their partner suspected that the rise in bg could be due to an infection. The user was admitted to the hospital on monday afternoon after losing consciousness. At the time of the call the user had not been released yet, but their spouse anticipates a release in two days. The user was currently being treated with an IV insulin drip. The user stated they will sync their ilet data upon release and will resume using the ilet system once discharged. Multiple attempts by beta bionics customer care to contact the user to obtain additional event information have been unsuccessful.